Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator balloon catheter was selected to dilate the lesion. The balloon ruptured at 21 atmospheres longitudinally. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.